Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 290-294 mm from the terminal end, 3 fractures noted in this area. Insulation damage was observed, located 292-294 mm from the terminal end in the clavicle area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured. Additionally. The lead exhibited high out of range pace impedance measurements. The vascular system on the left side of this patient was occluded so the physician decided to extract this ra lead as well as the right ventricular (rv) lead. During the procedure, when attempting to get sensing, the implantable cardioverter defibrillator (ICD) did not sense the newly implanted atrial lead. The lead was unplugged and sensing was evaluated with the pacing system analyzer (psa) and normal measurements were obtained. The lead was connected to a new device and normal device function was observed. The physician could not determine if the atrial lead was fractured or if it was a device issue. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured. Additionally. The lead exhibited high out of range pace impedance measurements. The vascular system on the left side of this patient was occluded so the physician decided to extract this ra lead as well as the right ventricular (rv) lead. During the procedure, when attempting to get sensing, the implantable cardioverter defibrillator (ICD) did not sense the newly implanted atrial lead. The lead was unplugged and sensing was evaluated with the pacing system analyzer (psa) and normal measurements were obtained. The lead was connected to a new device and normal device function was observed. The physician could not determine if the atrial lead was fractured or if it was a device issue. No additional adverse patient effects were reported. This lead has been received for analysis.